Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the device not working/running to the bathroom more was asked, the patient responded that it was working, it just needed to be increased and that the actions/interventions taken to resolve the reported issues was increasing the strength.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member said the patient isn't getting symptom control; they also felt like they should increase stimulation because the patient felt like they could. When asked, the caller wasn't sure if they were getting a (B)(6) or better reduction in symptoms as the patient is in their (B)(6) and has alzheimer's. The family member is the patient's caregiver, but the patient wears depends all day and night; the caller has noticed that the patient isn't having the urgency like they had in the past. Prior to the call, the patient said they increased stimulation to 3.0v and the patient "reacted" to the increase like never before so they were going to leave it that way; stimulation wasn't too strong, but the patient just "reacted differently" so they were surprised. The patient said in the past that when they increased they didn't react that way; this time they felt stimulation. During the call, the family member had the patient programmer (pp) and said the ins was on. The caller was advised to review any direction previously provided to them by the healthcare provider (hcp) and follow up with the hcp if the increase doesn't improve symptom control. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. The family member was told that they should complete a voiding diary to track progression/therapeutic response; therapy expectations were also reviewed. Additional information was received. Caller reported the device didn't seem to be working and the patient was running to the bathroom more often. Caller stated they increased stimulation from 4.5 to 5.5 prior to calling. The patient reported discomfort in one of their testicles after the stimulation was increased. It was recommended to decrease stimulation to see if the discomfort went away. Caller was redirected to their healthcare provider to discuss changing programs if symptoms didn't improve. No further patient complications have been reported as a result of this event.